Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information received: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 03feb2026: the midwife, scrubbed in and assisting the doctors, removed the balloon from its packaging and handed it directly to the obstetric registrar, who then performed the insertion. It is highly unlikely that the balloon came into contact with any sharp instruments while being handled by either the midwife or the registrar.

Event description:
Additional information was received 22dec2025. For the initial cesarean section, the measured blood loss was 980 mls. Prior to return to the operation room, there was an additional blood loss of 526mls. The total estimated blood loss was 2200 mls. In the operation room, clots were removed. Additionally, 2 units of red blood cells and 2 units of fresh frozen plasma were administered. The first unit of blood was given at 16.24, the bakri balloon was inserted at 16.32, and the second unit of blood was given at 16.34. The fresh frozen plasma units units were given after this. It was noted that the bleeding settled following insertion of the bakri balloon and 2 vaginal packs. The physician observed a leak from the tubing and removed the packs and the bakri balloon. Only 70 mls of water was in the balloon. A second bakri balloon was then inserted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b2, b5. Correction: b1, h1, h6 - health effect impact code (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d5 - operator of device, g2-other report source. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently left out of initial MDR report, there is no new information to report.

Event description:
As reported, following a cesarean delivery, a bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph). The patient was examined under general anesthesia, the balloon was placed into the uterus and inflated with 150 ml saline when leaking was noted in the tubing. The user replaced the device to complete the procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.